Event description:
An olympus representative reported to olympus, on behalf of the customer, the evis lucera elite colonovideoscope displayed an e315 (image problem) error code during preparation prior to use in a procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. In addition, it was noted, the angulation in the up direction was out of standard due to a worn angle-wire, switch button 1 was not functioning due to damage, the light guide lens was broken, and there were traces of water immersion in the connector. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to water invaded the scope connector while the user was handling the device resulting error message temporarily displayed. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: ¿inspection of the endoscopic image¿. The event can be prevented by following the instructions for use (IFU) which state: ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.